Event description:
Review of svc data detected a reportable event. During servicing, battery charger sn (B)(4) would not power on. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective charger / modem. The last pt to use this charger / modem did not report any deficiencies.